Event description:
Device 1 of 2. Ref MFR report#: 1627487-2014-01304. It was reported, the pt is experiencing diminished therapy on the left side. Reprogramming was attempted to no avail. X-rays identified a lead migration. The pt stated, she sometimes loses her balance with stimulation, however, she has not fallen. Impedances are within normal limits. Follow-up identified surgical intervention was undertaken on (B)(6) 2014. Reportedly, the left lead was detached from fascia. The swift-lock anchor was re-sutured back into place thus preventing any lead movement. Postoperative programming was successful and effective stimulation was achieved. Both leads are being reported as it is unk which lead caused the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.